Manufacturer narrative:
The customer centrifuges samples for 10-15 minutes. Per customer, the samples were stored frozen after the initial processing. Both levels of qc have been within the customer's established ranges for the past 60 days. Routine system checks performed on (B)(6) 2011 passed within instrument specifications. A field service engineer (fse) was dispatched for this event and on-site (B)(4) 2011. Fse performed protocol investigation procedure per published specifications and no mechanical issues were found.

Event description:
A customer contacted beckman coulter inc. (Bci) reporting lower than expected hybritech psa results for eight patients that were questioned by the clinicians. Subsequent testing produced higher results either in the normal reference range but outside of the assay precision claims or above the normal reference range for all patients involved. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.